Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The pacemaker system was not suspected to be the source of infection, however, the cause was still under investigation. On (B)(6) 2020, the pacemaker and the right ventricular lead were removed. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-03058.